Manufacturer narrative:
(B)(4). A visual assessment was performed. The catheter demonstrated signs of use. As received, the wcs did not protrude. However, maximum wcs protrusion was observed when the tip was articulated by turning the small knob in the counterclockwise direction. A dimensional evaluation was performed, as an endoscope could not be used to assess the reported complaint of difficult to advance. However, the distal cap od met the maximum tip diameter specification. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The total wcs length was measured. The unbonded length was measured. The wcs was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. Based on the investigation results, the root cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. The complaint investigation conclusion code selected for the wcs protrusion issue is manufacturing deficiency, which indicates that problems were traced to the manufacturing process. An investigation is underway to address this issue. A device history record (DHR) review was performed and did not identify evidence of deviations or non-conformance's in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the duodenum on (B)(6) 2018. According to the complainant, during the procedure, the spyscope ds device got stuck and would not advance without significant force. The procedure was completed with the original spyscope ds device. There were no patient complications reported as a result of this event. This event has been deemed to be a reportable event based on the investigation results; working channel sleeve protruded.